Event description:
It was reported that the technician trained in the use of the starclose se device achieved arteriotomy closure after a diagnostic procedure. Reportedly, after deployment of the clip, the plunger was difficult to retract. The deployment button was depressed hard resulting in the plunger releasing and the vessel locator retracting. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). Eval of the returned device found it was fully clip deployed. All components, external and internal, were in their proper post clip deployed positions and there was no detected damage or anomaly. The device was tested with complete deployment functions occurring without any detected abnormalities. Based on the investigation findings, the root cause for the reported event could not be determined. No mfg or quality inspection issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.